Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose levels at the time of incident was 400 mg/dl. Customer also reported bent cannula. It is unknown whether the pump was in use within 48 hours of the event and auto mode feature active status at the time of event. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.